Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. During the evaluation, screw showed evidence of wear and the threads cross over. Root cause of the event was most likely attributed to malignment of the peg screw and plate thread; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿loosening, bending, cracking or fracture of the orthopaedic screw, intramedullary nail, plate, and screw-plate combination or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures.¿

Event description:
It was reported that patient underwent a fixation procedure for a distal radius fracture on (B)(6) 2015. During the procedure, a peg would not lock into the plate. The peg was noted to be cross-threaded, and another peg was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.